Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no iodine in two (2) peritoneal dialysis (pd) minicaps. This issue was observed before patient use for pd therapy at the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: three (3) sample and twenty-one (21) companion samples were received for evaluation. A visual inspection with naked eye was performed on all samples and they all had evidence of iodine on the sponge; indicating that iodine was dispensed during manufacturing. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.